Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cystectomy bricker the intervention began in laparoscopy with use of eb010, then conversion to laparotomy, with use of the eb040. After about 4 hours of intervention, eb040 got stuck; the surgeon was able, on my advice, to unlock it by pushing the trigger of the knife. During the operation, it was difficult to allow the cleaning of the jaws as often as necessary (3 cleanings in all for about one hundred activations) at the end of dissection of the bladder, the device has jammed again, without this time the possibility to unblock it. This had no effect on the patient because the device was stuck on the piece to be removed, and the surgeon simply cleared it by pulling. I asked him to try to unblock it by pulling harder on the trigger, and it definitely dislodged the blade of its location. The surgeon finished the procedure with the eb010 which had remained sterile. Original: l'intervention a commencé en coelio avec utilisation d'eb010, puis conversion en laparo, avec utilisation de l'eb040. Après environ 4 heures d'intervention, l'eb040 s'est coincée ; le chirurgien a pu, sur mon conseil, la debloquer en repoussant la gachette du couteau. A noter que durant l'intervention, il a été difficile de permettre le nettoyage des mors aussi souvent que cela aurait été nécessaire (3 nettoyages en tout pour une centaine d'activations) en fin de dissection de la vessie, la pince s'est à nouveau coincée, sans qu'il soit, cette fois ci, possible de la débloquer. Cela n'a EU aucune conséquence sur le patient car la pince était coincée sur la piece à retirer, et le chirurgien l'a dégagée simplement en tirant. Je lui ai demandé d'essayer alors de la débloquer en tirant plus fort sur la gachette, et cela a définitivement délogé la lame de son emplacement. Le chirurgien a fini l'intervention avec l'eb010 qui était restée stérile. Additional information received from the sales rep on 27 oct 2017: the blade step out of its railway, and with the jaws open, the blade was out and straight. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection and testing performed on the event unit confirmed the complainant's experience of exposed blade with jaws open. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by excessive blood and eschar buildup in the blade channel. The instructions for use (IFU) states, "build-up of eschar can negatively affect the sealing and cutting performance." The exposed blade was a result of manually manipulating the blade lever after the blade was jammed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.